Event description:
The generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
On (B)(6) 2013, it was reported that this vns patient underwent full revision on (B)(6) 2013 due to pain at the site. Attempts for additional information have been unsuccessful. The explanted devices have not been returned to date.

Event description:
Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on (B)(4) 2014. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the end. The exact reason for this condition is unknown. Due to metal dissolution a distinction whether a break or cut occurred at the end cannot be made. Scanning electron microscopy images of the negative coil at the abraded opening location show that pitting or electro-etching have occurred on the coil surface. The coil has what appears to be wear (smoothed surfaces) at the exposed portion. No obvious pitting was noted at the discolored surface. No obvious adverse effect was identified on the device performance as a result of this condition. Also, a suspected stress-fissure was noted in one strand. An abraded opening in the outer silicone tubing and in the inner tubing of the negative coil was identified. Although not conclusive, it is believed that this condition may confirm this to be a contributing factor to the reported patient ¿pain¿ allegation. However, the exact impact of this condition and when it occurred is unknown. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
(B)(4). Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure occurred, but did not cause or contribute to a death.